Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that patient's blood glucose level rose to 318 mg/dl due to a malfunction with the personal diabetes manager (pdm). The patient reported the pdm was randomly changing the date and time. The patient also reported communication and display issues. Additional method of treatment was not provided.